Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all the keypad buttons had to be pressed multiple times and with additional force for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed the all keypad buttons were responded intermittently to user input. Multiple button presses were required before the buttons would engage. It was noted that none of the buttons on the keypad had normal spring back or click and there was evidence of adhesive/contamination found under all key contacts when the keypad was removed. During the investigation it was also observed that the pump's battery compartment was cracked at the opening of the battery chamber extending down to the primary seal.